Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. A lot number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was returned to the factory for evaluation. Evidence of clinical use was observed. A visual inspection did not identify any non-conformity. An electrical evaluation was performed. A pre-cautery test was conducted per the instruction for use (IFU). The returned cable was tested with a reference hemopro and reference power supply vh-3010 at level 2.5. The reference hemopro and returned cable were connected to the powersupply, the device immediately activated once the power was turned on. The cable was evaluated for electrical continuity using a multimeter. The connection between pug 1 - din 3, plug 2 - din 1 and plug 3 - din 5 were evaluated. Continuity was not confirmed at pug 1 - din 3. Based on the results of the evaluation the reported complaint was confirmed. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro began smoking. The harvester had completed most of the procedure and had removed the cannula and vasoview hemopro device from the patient's leg, when smoke was noticed coming from the jaws of the device. The hemopro had been sitting in the space between the legs, outside the tunnel. The harvester disconnected the device and removed it from the field, including the cord that was used. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro began smoking. The harvester had completed most of the procedure and had removed the cannula and vasoview hemopro device from the patient's leg, when smoke was noticed coming from the jaws of the device. The hemopro had been sitting in the space between the legs, outside the tunnel. The harvester disconnected the device and removed it from the field, including the cord that was used. The hospital did not report any patient effects.